Event description:
It was reported that there was stain outside the package found during incoming check at distributor¿s warehouse. The product was not distributed to customer. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: the lot 1e03392 was manufactured on 03 june 2021 bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 28 october 2021, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. Sap (system application product) material 1704769 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Conclusion summary of the related event: root cause investigation the purpose of this root cause investigation was identified probable causes and takes the appropriate corrective and preventive actions in order to solve the failure mode ¿primary pack has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination, or dressing or loose material is trapped in packaging¿ on bodolay machine. Based in the analysis phase conclusions, the issue of primary pack has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination, or dressing or loose material is trapped in packaging, for products manufactured at bodolay pratt c packaging line, it can be concluded that most of the causes are related to machine conditions and also to rework method which is mainly performed by manpower originated at the primary packaging operation. For foreign matter, these were the conformities covered: 1. Red line mark on package or red tape. 2. Extra material in seal or foreign matter 3. Doodle / handwriting on primary package 4. Dirty on package (black stain and green ink) most of these failures had been covered in previous investigations. Refer to investigation section for references. Lots affected with complaints reported were manufactured before those actions were implemented. For black stain ink and extra material in seal or foreign matter additional actions were detected and will be implemented. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Refer to CAPA (corrective and preventive actions) plan for the list of actions. For dirty on package (black stain) the root causes found were: method: 1) unclear steps to perform online rework: an opportunity was found since there is not a standardized method for the segregation and/or rework of the blisters after having a failure or breakdown on the cartoner machine. 2) wrong placement of blisters (method). During the indexation process of blisters from the primary packaging to secondary packaging, not all blisters are not organized into the counter pockets. It is a manual process. This issue causes that the blisters do not enter on the mku¿s, creating defects such as torn or crushed or dirty package. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003